Event description:
Complainant reported that the platinum tip marker became unwound during deployment of third vortx coil (target) in occipital artery branch. Target coil pusher was being used. No adverse consequences.